Event description:
The customer's father reported via phone call that the insulin pump had a blank display and sustained physical damage. The customer's blood glucose was 80 mg/dl. The customer's father stated that the insulin pump started to do a countdown, was vibrating, and suddenly after it showed 5 on the countdown, the display went blank. The caller also observed scratch marks and a crack on the side of the battery compartment. The caller was unsure how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation, and was received with operating currents within specification. The pump was monitored, and no blank display anomalies were noted. No resetting on its own was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.